Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site that is often to the level of requiring an ice pack and additional pillows. The patient was also having sunburn under the skin during charging and used lidocaine for an extreme flare of pain.

Event description:
It was reported that the patient was experiencing pain at the ipg site that is often to the level of requiring an ice pack and additional pillows. The patient was also having sunburn under the skin during charging and used lidocaine for an extreme flare of pain. Additional information was received that the patient underwent a device repositioning procedure wherein the ipg was moved to the right flank. The patient was doing well postoperatively.